Event description:
Boston scientific received information that the pt with this device sought medical care due to audible beeping tones; the device was interrogated and a fault code observed. The code was indicative of an earlier than expected battery depletion with boston scientific technical services called to review device history. The technical review confirmed the device was experiencing battery depletion at an unexpected rate. To date, the device has a battery voltage able to support critical therapy; however, it was communicated that the physician should monitor the battery life and replace the product when indicated. No adverse pt effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.